Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation is in progress. A follow-up medwatch submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a depleted battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility representative contacted baxter to report a depleted battery alarm. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available. The user interface module master software version is currently unknown.